Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while on a patient. The customer stated the ventilator was on the patient for a short time before it started to alarm vent inop. The ventilator was removed from the patient and placed on another ventilator with no harm or injury.